Event description:
It was initially reported by the pt's mother that since implant, his seizure intensity has decreased drastically since implant. She is very happy with vns so far, but prior to vns he was having cluster seizures (2-3 a day) every 2-3 weeks. Since implant he is having 2-3 days of cluster seizures a week, but she again said they are much less severe and the stimulation seems to bring him out of the seizures. She denies they trauma or medication changes. The pt has only had 4 programming sessions since implant. Good faith attempts to obtain additional info have been unsuccessful to date.